Event description:
A malfunction alarm with code malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, and the issue did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code reappeared.